Event description:
The patient reportedly experienced loss of sound. External equipment was exchanged; however, this did not resolve the issue. Testing confirmed that the device is not functioning. Device revision surgery is being considered.